Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there a complete staple line? Yes. Staple line was complete and did not appear to have issues with staple line integrity. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon 3000 60mm device stopped firing during the third firing on a sleeve gastrectomy. The first two firings were uneventful; worked as it should. The device was temporarily locked on tissue. After removing and re-inserting the battery the device still would not fire or open. The surgeon used the safety latch to ratchet the device bringing the blade/driver back home. The device still would not open. The surgeon then re-inserted the battery again, squeezed the handle and forcefully pushed the opening tab, the device then opened. The surgeon inspected the staple line and the device stapled correctly; no staple line integrity issues. After changing staplers the case was completed with a new device without any issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # 171c77. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with there were loose staples found in the proximal end of the anvil and with a gst60b reload loaded on the device. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further evaluation, the CT scan analysis showed no sign of damage to the knife wings or inside of the anvil t slot. In addition, the device was disassembled to verify the integrity of the internal components, and no abnormalities were found. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 171c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch # 171c77.